Event description:
It was reported the patient experienced a blood clot following the implant procedure resulting in loss of feeling in the lower extremities. Surgical intervention was undertaken wherein the clot and the system were explanted. Symptoms resolved following the procedure. The patient was hospitalized overnight for evaluation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.